Event description:
It was reported that during a transverse adjustment with the distractor body which began on (B)(6) 2011 as the surgeon was coming away from the patient a hex screw broke off the distractor body on (B)(6) 2011. The surgeon selected another distractor body to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed scratches and minor marks on the surface. The product investigation showed all relevant features for this complaint can not be measured, because the assembly cannot be disassembled to access the broken "worm" without damaging this component, therefore this complaint is indeterminate.